Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. The sheath passed the returned product inspection and performance test as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Data files were returned and analyzed. Data files showed that the catheter was used on the date of the event for at least five injections on the console. Also, no system notices were recorded. In conclusion, the reported issue could not be confirmed through data files. Device investigation still in progress.

Event description:
It was reported that during a cryoablation procedure, the physician exchanged a competitor product with the sheath, utilizing fluoroscopy. Two freezes were completed in the right inferior pulmonary vein and one freeze in the right superior pulmonary vein. The patient's blood pressure was noted to be low. The physician then removed everything to the right side of the heart and administered medication. Ablation was done utilizing competitor radiofrequency in the coronary sinus. It was noted that the patient's blood pressure was still low and an echocardiogram was performed. A pericardial effusion was discovered. A drain was placed and blood was removed. The patient's blood pressures normalized and the patient was doing well. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.